Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a patient reused a single use product coincident with automated peritoneal dialysis (pd) therapy which caused peritonitis. The use error was further described as the patient reused a minicap, which resulted in a contamination (date unreported). On the same day as onset, the patient was hospitalized for the event. As treatment for the peritonitis, the patient was administered vancomycin intraperitoneally (dose, frequency, and therapy dates were not reported). Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient had not been retrained in proper aseptic technique for performing pd therapy. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available at this time.